Event description:
An elderly male at a local retirement center was severely burned on 2/14/94 while in an electric wheelchair which caught fire. Victim subsequently died at hosp on 2/24/94. Early indication was that battery pack may have shorted out causing the fire.